Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported a pca ii pump with a condition of a damaged battery door. "Battery pack was taped and it came loose, falling onto the patient arm." The facility biomed replaced the damaged battery door, front and rear cases verified proper operation and returned to service. The process step is unknown. Patient involvement was reported with this event. There was no patient injury or medical intervention necessary according to the hospital representative. The device will not be returned by the customer for baxter evaluation. The customer stated no additional information is available.

Manufacturer narrative:
(B)(4).a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.